Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation analysis found the axium prime coil actuator interface was found loose within the coupler tube, indicative of mechanical detachment attempts using an instant detacher. A break was found on the axium prime pusher at the break indicator with the release wire also broken; indicative that a manual detachment was attempted at this location. The coin was found still against the lumen stop. The shield coil was found intact and the implant coil was found still attached to the pusher. The implant coil was found damaged. A manual detachment was then attempted by breaking the pusher distal to the break indicator and the release wire was pulled back to detach the implant coil with some resistance encountered on the release wire. The implant coil was successfully detached. Based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pusher was returned with the implant coil still attached. It is likely that the release wire broke during physician detachment attempts, causing the coin to not retract and the detach element to not release. The cause of the release wire break could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium prime failed to detach with the instant detacher and via the manual method. The coil was retrieved without being detached because the release wire might have been torn. The device was prepared and used per the instructions for use (IFU). The catheter was flushed. 2 detachment attempts were made with the instant detacher and 2 additional attempts were made with a second instant detacher. One manual detachment was made. This event occurred during the treatment of right internal carotid (ic), unruptured, saccular aneurysm. The max diameter was 5 mm with a neck of 3 mm. The vessel anatomy was moderate in tortuosity.